Event description:
Related manufacturer report number: 2017865-2023-02788. It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. This oversensing was due to the right ventricular lead picking up myopotential signals. Programming changes were successfully completed. The patient was stable and asymptomatic.